Event description:
Initial report received on 17-dec-2009, from a physician. A female patient of unknown age and relevant medical history experienced granuloma on two valley of tears after receiving injection of poly-l-lactic (sculptra). She had been received, in (B) (6) 2007 and (B) (6) 2007, injections of 10 cc of poly-l-lactic (sculptra), batch number unspecified, with a good result. The patient had been seen in consultation eleven times between (B) (6) 2007 and (B) (6) 2009 for several injections of butulinic toxin, filling of nasolabial folds with hyaluronic acid, surgery and dressings with good results. In (B) (6) 2009, apparition of sub-cutaneous nodules of 5 to 12 mm at injection sites (right and left sides). In (B) (6) 2009, the patient presented with 3 firm nodules, sub-cutaneous, not inflammatory on left valley of tears, 2 nodules at right side of which one was intra-epidemic. These nodules were clearly visible at left side. No painful nor evolution since (B) (6) 2009. No other injection was reported. At the time of this report, granuloma persisted. A further corrective treatment fluorouracile and betamethasone was forecasted. Further information had been requested. The case had been registered in the ptc data base under the (B) (4)

Manufacturer narrative:
Important medical event.